Event description:
Nursing staff noted that patient's dialysis central venous catheter had moved out (migrated) from exit site. The cuff and line migrated. The cuff was still attached to the line but had not knitted into the tissue under the skin. Nursing staff were measuring patient's line at each dialysis session from exit site to monitor for any further movement.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revl0442 showed one other similar product complaint(s) form this lot number.